Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The electrode belt was found to have a defective cable from ECG b to the distribution node. This caused the deterioration of the signal. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown, but appeared to be caused by stretching of the cable due to patient use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
The caregiver of a (B) (6) male patient contacted lifecor customer support to report frequent gong alarms and "check belt" messages. Support had a patient services representative (psr) visit the patient. The psr replaced the patient's electrode belt.